Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to the corroded keypad traces. The pump was received with a cracked case at the display window corners and display window, cracked reservoir tube, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer's blood glucose was 54 mg/dl at the time of the incident. Customer stated that she cannot clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.